Event description:
Boston scientific provided the following information: noise on ra and shock egm in atr-48. Ra noise appears myopotential. Hcp plans to bring in patient for isometric testing. Lead remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.